Manufacturer narrative:
.

Event description:
International affiliate reported that the "dark blue ring detached from light blue ring" of a transfer set. No patient injury or medical intervention was indicated at the time of the initial report.